Manufacturer narrative:
The insulin pump was received with cracked battery tube threads and cracked reservoir tube lip. No cracked display lcd window noted.

Event description:
It was reported that the customer had a physical damaged on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that a reservoir window and a display have a crack. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.